Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Spoke with the customer's foster mother, and she stated that the pump appears to be working now, and will not need a replacement. She stated they will monitor the pump and call back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on march 08, 2017 with blood glucose of 501 mg/dl. Customer refused putting infusion set back on and was not wearing insulin pump for less than 48 hours at the time of hospitalization. Prior to hospitalization, it was found that cannula was bent. Customer was educated on causes and prevention of bent cannula. Customer also reported of receiving a no delivery alarm. Customer reported that no delivery alarm was resolved with a complete set change. Customer was advised that insulin sets would need to be replaced.